Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hand procedure on (B)(6) 2015 and suture was used. The needle detached from the suture and became embedded in the patient's skin. The surgeon was unable to remove the needle from the patient. It was unknown if any other actions were taken to remedy the issue or how the procedure was completed. Additional information was requested.